Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient complained about four infusion sets fell off. Event took place on 20-june-2024, 21-june-2024, 22-june-2024. Event took place while performing pyhsical acitivity. The infusion set was in use for two to three days. No further information available.